Event description:
It was reported that during a device change-out due to normal eri, an insulation anomaly was noted on the lead. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.